Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is purple, the outer tube (thermistor) is broken and error code (e104). A definitive root cause could not be determined. However, based on the findings of the investigation, it is likely that the malfunction was associated with the observed purple image display, damage to the outer tube (thermistor), and the presence of error code e104. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic has stripes colors in the picture. This issue occurred during inspection for use. There were no reports of patient involvement.